Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The printed circuit board (pcb) cables were reseated. The system was then tested and met all product specifications. The system was manufactured on july 12, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed an improperly seated pcb in the system electronics. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the console powered off after start up. The console was rebooted with resolve. However, the console was switched out to proceed with surgery.